Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: the complaint was confirmed in the pump history but not duplicated during testing. The review of the black box data showed evidence of cs-078-0008 alarms. An ezprime and 24 hour duration tests were successfully completed with no call service alarms duplicated. The pump case was removed and evidence of internal moisture damage was observed on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.